Manufacturer narrative:
On 7-jan-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium. The valve broke (separated) and air was trapped. After inserted into the patient¿s body, air was trapped when the inner cylinder was inserted due to breakage of the check valve. The issue was resolved by replacing the sheath, and there was no problem thereafter." The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No blood return was observed. Air was not being introduced into the patient. The physician did not performed any maneuver to eliminate bubbles. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Air flow back into side port is MDR-reportable. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2022, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The valve broke (separated) and air was trapped. After inserted into the patient¿s body, air was trapped when the inner cylinder was inserted due to breakage of the check valve. The issue was resolved by replacing the sheath, and there was no problem thereafter." The procedure was completed without patient's consequence. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device 00001560 number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).